Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tubes / bilateral perforation of fallopian tubes") and pregnancy with contraceptive device ("positive pregnancy") in a 30-year-old female patient who had essure (batch no. 664434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included knee operation (2002, 2004, 2016), multi gravida, parity 3 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2008), miscarriage, genital bleeding, depressive disorder, cholecystectomy and smoker. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included overweight, hemorrhage in pregnancy, uterine bleeding, obesity, anesthesia and ovarian bleeding. Family history included stroke. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), adnexa uteri pain ("constant ovarian pain"), muscle spasms ("muscle spasms"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), malaise ("malaise"), tooth disorder ("dental problems") and depression ("depression"). The patient's last menstrual period was on (B)(6) 2009 and estimated date of delivery was (B)(6) 2010. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, muscle spasms, dyspareunia, fatigue, malaise, tooth disorder and depression outcome was unknown, the adnexa uteri pain had resolved and the abdominal distension was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, adnexa uteri pain, depression, dyspareunia, fallopian tube perforation, fatigue, malaise, muscle spasms, pregnancy with contraceptive device and tooth disorder to be related to essure. The reporter commented: pfs -patient not received treatment for muscle spasms. Patient received treatment for constant severe ovarian pain, bloating, chronic fatigue, malaise, blighted ovum, dental problems, painful intercourse. Current weight: 185 pounds. Case for second pregnancy created with case no. (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Human chorionic gonadotropin - on an unknown date: positive. Pregnancy test urine - on an unknown date: positive. Ultrasound scan : showing gestational sac. (Intrauterine pregnancy measuring 5 weeks) (B)(6) 2010 : hysterosalpingogram : normal endometrium, occluded fallopian tubes with essure devices in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated fallopian tubes / bilateral perforation of fallopian tubes / my coils punctured through my tubes') in a 30-year-old female patient who had essure (batch no. 664434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine dilation and curettage in 2001, knee arthroplasty in 2001, cervical dysplasia in 1997, human papilloma virus infection in 1997, knee operation (2002, 2004, 2016), multi gravida, parity 3 (B)(6) 2001, (B)(6) 2004, (B)(6) 2008), miscarriage, genital bleeding, depressive disorder, cholecystectomy, smoker, ovarian pain, bleeding genital, reaction to drug excipient, stiff knees, abnormal withdrawal bleeding, frequency urinary and obesity. Previously administered products included for an unreported indication: allergies imitrex and depo-provera. Concurrent conditions included dysmenorrhea since 1997, overweight, hemorrhage in pregnancy, uterine bleeding, obesity, anesthesia, ovarian bleeding, vaginal discharge, contusion of foot, soft tissue swelling, burning sensation, painful urination, tiredness, headache, facial pain, sinus pain, nasal discharge, respiratory tract congestion, dyspnea, cough, productive cough, knee pain, arthralgia (left knee joint pain), dyspareunia, migraine, paroxysmal sympathetic hyperactivity, cholecystectomy, migraine headache, pain, weight increased, bloating, chronic diarrhea, vaginal discharge abnormality, tooth disorder, dysfunctional uterine bleeding and heavy periods. Family history included stroke. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and ondansetron hydrochloride (zofran). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fatigue ("chronic fatigue") and malaise ("malaise"). In (B)(6) 2009, the patient experienced adnexa uteri pain ("constant ovarian pain"), muscle spasms ("muscle spasms") and abdominal distension ("bloating"). In 2010, the patient was found to have a pregnancy with contraceptive device ("positive pregnancy") and experienced dyspareunia ("painful intercourse") and tooth disorder ("dental problems"). In 2014, the patient experienced depression ("depression"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced procedural pain ("pain while having placement"), endometriosis ("endometriosis"), fallopian tube spasm ("my tube kept spasing"), noninfective oophoritis ("ovary caused bunch of inflammation") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (underwent vaginal hysterectomy and bilateral salpingectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, muscle spasms, dyspareunia, fatigue, malaise, tooth disorder, depression, procedural pain, endometriosis, fallopian tube spasm, noninfective oophoritis and abdominal pain lower outcome was unknown, the adnexa uteri pain had resolved and the abdominal distension was resolving. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2009 and estimated date of delivery was (B)(6) 2010. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, depression, dyspareunia, endometriosis, fallopian tube perforation, fallopian tube spasm, fatigue, malaise, muscle spasms, noninfective oophoritis, pregnancy with contraceptive device, procedural pain and tooth disorder to be related to essure. The reporter commented: pfs -patient not received treatment for muscle spasms. Patient received treatment for constant severe ovarian pain, bloating, chronic fatigue, malaise, blighted ovum, dental problems, painful intercourse current weight: 185 pounds. Case for second pregnancy created with case no. (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Human chorionic gonadotropin - on an unknown date: results: positive. Pregnancy test urine - on an unknown date: results: positive. Ultrasound scan - on an unknown date: showing gestational sac. (Intrauterine pregnancy measuring 5weeks) (B)(6) 2010 : hysterosalpingogram : normal endometrium, occluded fallopian tubes with essure devices in place.. Lot number: 664434 manufacture date: 2009-08 expiration date: 2012-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received : event "her ovary caused bunch of inflammation, lower abdomen pain" were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated fallopian tubes / bilateral perforation of fallopian tubes') in a 30-year-old female patient who had essure (batch no. 664434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine dilation and curettage in 2001, knee arthroplasty in 2001, cervical dysplasia in 1997, human papilloma virus infection in 1997, knee operation (2002, 2004, 2016), multi gravida, parity 3 (B)(6) 2001, (B)(6) 2004, (B)(6) 2008), miscarriage, genital bleeding, depressive disorder, cholecystectomy, smoker, ovarian pain, bleeding genital, reaction to drug excipient, stiff knees, abnormal withdrawal bleeding, frequency urinary and obesity. Previously administered products included for an unreported indication: allergies imitrex and depo-provera. Concurrent conditions included dysmenorrhea since 1997, overweight, hemorrhage in pregnancy, uterine bleeding, obesity, anesthesia, ovarian bleeding, vaginal discharge, contusion of foot, soft tissue swelling, burning sensation, painful urination, tiredness, headache, facial pain, sinus pain, nasal discharge, respiratory tract congestion, dyspnea, cough, productive cough, knee pain, arthralgia (left knee joint pain), dyspareunia, migraine, paroxysmal sympathetic hyperactivity, cholecystectomy, migraine headache, pain, weight increased, bloating, chronic diarrhea, vaginal discharge abnormality, tooth disorder, dysfunctional uterine bleeding and heavy periods. Family history included stroke. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and ondansetron hydrochloride (zofran). In 2009, the patient experienced fatigue ("chronic fatigue") and malaise ("malaise"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced adnexa uteri pain ("constant ovarian pain"), muscle spasms ("muscle spasms") and abdominal distension ("bloating"). In 2010, the patient was found to have a pregnancy with contraceptive device ("positive pregnancy") and experienced dyspareunia ("painful intercourse") and tooth disorder ("dental problems"). In 2014, the patient experienced depression ("depression"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced procedural pain ("pain while having placement"), endometriosis ("endometriosis") and fallopian tube spasm ("my tube kept spasing"). The patient was treated with surgery (underwent vaginal hysterectomy and bilateral salpingectomy in (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, muscle spasms, dyspareunia, fatigue, malaise, tooth disorder, depression, procedural pain, endometriosis and fallopian tube spasm outcome was unknown, the adnexa uteri pain had resolved and the abdominal distension was resolving. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2009 and estimated date of delivery was (B)(6) 2010. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, adnexa uteri pain, depression, dyspareunia, endometriosis, fallopian tube perforation, fallopian tube spasm, fatigue, malaise, muscle spasms, pregnancy with contraceptive device, procedural pain and tooth disorder to be related to essure. The reporter commented: pfs -patient not received treatment for muscle spasms. Patient received treatment for constant severe ovarian pain, bloating, chronic fatigue, malaise, blighted ovum, dental problems, painful intercourse current weight: 185 pounds. Case for second pregnancy created with case no. (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Human chorionic gonadotropin - on an unknown date: results: positive. Pregnancy test urine - on an unknown date: results: positive. Ultrasound scan - on an unknown date: showing gestational sac. (Intrauterine pregnancy measuring 5weeks) (B)(6) 2010 : hysterosalpingogram : normal endometrium, occluded fallopian tubes with essure devices in place.. Lot number: 664434 manufacture date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: quality-safety evaluation of ptc. On 23-mar-2020: non significant information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated fallopian tubes / bilateral perforation of fallopian tubes') in a 30-year-old female patient who had essure (batch no. 664434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine dilation and curettage in 2001, knee arthroplasty in 2001, cervical dysplasia in 1997, human papilloma virus infection in 1997, knee operation (2002, 2004, 2016), multi gravida, parity 3 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2008), miscarriage, genital bleeding, depressive disorder, cholecystectomy, smoker, ovarian pain, bleeding genital, reaction to drug excipient, stiff knees, abnormal withdrawal bleeding, frequency urinary and obesity. Previously administered products included for an unreported indication: allergies imitrex and depo-provera. Concurrent conditions included dysmenorrhea since 1997, overweight, hemorrhage in pregnancy, uterine bleeding, obesity, anesthesia, ovarian bleeding, vaginal discharge, contusion of foot, soft tissue swelling, burning sensation, painful urination, tiredness, headache, facial pain, sinus pain, nasal discharge, respiratory tract congestion, dyspnea, cough, productive cough, knee pain, arthralgia (left knee joint pain), dyspareunia, migraine, paroxysmal sympathetic hyperactivity, cholecystectomy, migraine headache, pain, weight increased, bloating, chronic diarrhea, vaginal discharge abnormality, tooth disorder, dysfunctional uterine bleeding and heavy periods. Family history included stroke. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and ondansetron hydrochloride (zofran). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fatigue ("chronic fatigue") and malaise ("malaise"). In (B)(6) 2009, the patient experienced adnexa uteri pain ("constant ovarian pain"), muscle spasms ("muscle spasms") and abdominal distension ("bloating"). In 2010, the patient was found to have a pregnancy with contraceptive device ("positive pregnancy") and experienced dyspareunia ("painful intercourse") and tooth disorder ("dental problems"). In 2014, the patient experienced depression ("depression"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced procedural pain ("pain while having placement"), endometriosis ("endometriosis") and fallopian tube spasm ("my tube kept spasing"). The patient was treated with surgery (underwent vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, muscle spasms, dyspareunia, fatigue, malaise, tooth disorder, depression, procedural pain, endometriosis and fallopian tube spasm outcome was unknown, the adnexa uteri pain had resolved and the abdominal distension was resolving. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2009 and estimated date of delivery was (B)(6) 2010. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, adnexa uteri pain, depression, dyspareunia, endometriosis, fallopian tube perforation, fallopian tube spasm, fatigue, malaise, muscle spasms, pregnancy with contraceptive device, procedural pain and tooth disorder to be related to essure. The reporter commented: pfs -patient not received treatment for muscle spasms. Patient received treatment for constant severe ovarian pain, bloating, chronic fatigue, malaise, blighted ovum, dental problems, painful intercourse current weight: 185 pounds. Case for second pregnancy created with case no. (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Human chorionic gonadotropin - on an unknown date: results: positive. Pregnancy test urine - on an unknown date: results: positive. Ultrasound scan - on an unknown date: showing gestational sac. (Intrauterine pregnancy measuring 5weeks) (B)(6) 2010 : hysterosalpingogram : normal endometrium, occluded fallopian tubes with essure devices in place.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: events: procedural pain, endometriosis, my tube kept spasing were added. Reporter added. Seriousness criteria removed for event pregnancy with contraceptive device we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tubes / bilateral perforation of fallopian tubes") and pregnancy with contraceptive device ("positive pregnancy") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included knee operation (2002, 2004, 2016), multi gravida, parity 3 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2008), miscarriage, genital bleeding, depressive disorder, cholecystectomy and smoker. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included overweight, hemorrhage in pregnancy, uterine bleeding, obesity, anesthesia and ovarian bleeding. Family history included stroke. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), adnexa uteri pain ("constant ovarian pain"), muscle spasms ("muscle spasms"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), malaise ("malaise"), tooth disorder ("dental problems") and depression ("depression"). The patient's last menstrual period was on (B)(6) 2009 and estimated date of delivery was (B)(6) 2010. The patient was treated with surgery (underwent vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, muscle spasms, dyspareunia, fatigue, malaise, tooth disorder and depression outcome was unknown, the adnexa uteri pain had resolved and the abdominal distension was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, adnexa uteri pain, depression, dyspareunia, fallopian tube perforation, fatigue, malaise, muscle spasms, pregnancy with contraceptive device and tooth disorder to be related to essure. The reporter commented: pfs -patient not received treatment for muscle spasms. Patient received treatment for constant severe ovarian pain, bloating, chronic fatigue, malaise, blighted ovum, dental problems, painful intercourse current weight: (B)(6) pounds. Case for second pregnancy created with case no. (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Human chorionic gonadotropin - on an unknown date: positive. Pregnancy test urine - on an unknown date: positive. Ultrasound scan : showing gestational sac. (Intrauterine pregnancy measuring (B)(6)) (B)(6) 2010 : hysterosalpingogram : normal endometrium, occluded fallopian tubes with essure devices in place. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events- "constant ovarian pain, muscle spasms, bloating, chronic fatigue, painful intercourse, malaise, perforated fallopian tubes / perforated fallopian tubes, positive pregnancy after hsg test, device ineffective, dental problems, depression, bilateral perforation of fallopian tubes / right side, the essure coil was adhered to the ovary", lot number, reporter, historical condition added from pfs. Family history, lab data, concomitant condition, historical condition added from medical record. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.